Event description:
Healthcare professional reported "rupture" and "textured" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two opening on the posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Additional observations: yellow particle observed, on the device.